Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for high blood glucose on (B)(6) 2018 with blood glucose of 235 mg/dl. The customer reported falling and the insulin pump's screen turning white and flashing red. Troubleshooting was completed on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a flashing white display with audio beep/vibrate alert and flashing red light. Unable to verify missing segment/partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a flashing white display with audio beep/vibrate alert and flashing red light. Unable to download history files and traces using thus due to a flashing white display with audio beep/vibrate alert and flashing red light. Unable to upload pump to carelink due to a flashing white display with audio beep/vibrate alert and flashing red light. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a flashing white display with audio beep/vibrate alert and flashing red light noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no flashing white display with audio beep/vibrate alert and flashing red light noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued download of history files and traces using thus and upload pump to carelink. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. A flashing white display with audio beep/vibrate alert and flashing red light was confirmed due to slight corrosion on the pcba 1. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2017 to on (B)(6) 2018. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 18-aug-2018. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date 18-aug-2018. Please see below for pump errors/alarms noted 1 week prior to the event date 18-aug-2018 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2018 22:19:12.000. On (B)(6) 2018 22:29:01.000 unable to test for pump error 61 (stuck key alarm) due to a flashing white display with audio beep/vibrate alert and flashing red light. Pump error 4 alarm was recorded and found in the formatted history file on: (B)(6) 2018 03:00:01.000. Pump error 63 alarm (variable info=02) was recorded and found in the formatted history file on: (B)(6) 2018 03:00:01.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2018 03:00:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2018 03:00:03.000. On (B)(6) 2018 03:00:50.000 pump error 63 alarm (variable info=02), pump error 4 alarm, pump error 68 alarm and pump error 49 alarm were confirmed, suspected on hw. The pump was received with a broken 2 heat stake post. The pump was received without a battery installed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Retainer ring damage (a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip) was confirmed. Unable to verify customer alleged for high bgs. Unable to perform the required testing, verify missing segment/partial display, download history files and traces using thus and upload pump to carelink due to a flashing white display with audio beep/vibrate alert and flashing red light. A flashing white display with audio beep/vibrate alert and flashing red light was confirmed due to slight corrosion on the pcba 1. A test pcba 1 was used. Powered the pump on using the aa 1.5v battery, continued download of history files and traces using thus and upload pump to carelink. Successfully uploaded pump to carelink and downloaded history files and traces using thus. Pump error 63 alarm (variable info=02), pump error 4 alarm, pump error 68 alarm and pump error 49 alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.